Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Corrections have been made to h.6 type of investigation, investigation findings and investigation conclusion. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to the worsening paravalvular leak. Per the medical records received, at the 1-year follow up visit the sapien 3 ultra valve had mild pvl and seven months later the pvl severity was noted to have increased to moderate-severe. There was no additional information on the medical records regarding the possible cause of this adverse event, for this reason, the cause of the worsening pvl is unknown. However, it is possible that it was due cardiac remodeling. A review of edwards lifesciences risk management documentation was performed for this case. The reported event (paravalvular leak) is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event reported (calcification) is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary. The valve calcification was confirmed based on the medical records. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, per the medical records, the patient had dyslipidemia and diabetes. It is known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Dyslipidemia, or the imbalance of lipids, is often used interchangeably with hyperlipidemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in the calcification process. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. As such, available information suggests that patient factors (diabetes, dyslipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Not returned for evaluation.

Event description:
As reported by implant patient registry, a 26mm sapien 3 ultra valve was explanted approximately 1 year, 9 months, post transcatheter aortic valve replacement procedure. Per medical record review, a 26mm sapien 3 ultra valve was explanted approximately 1 year, 9 months, post transcatheter aortic valve replacement procedure due to severe paravalvu!ar leak and restrictive motion due to calcification.